Event description:
Note: procedure date and location are unk. Stent implantation did not occur in the reporting facility. It was reported to boston scientific corporation that a male pt presented with anemia resulting from an ulceration on the duodenal wall. The ulceration appears to have been caused by a wallstent biliary stent w/unistep plus that migrated and rubbed against the duodenal wall opposite the ampulla. The wallstent biliary stent w/unistep plus had been implanted for approximately 2 years to treat a common bile duct stricture. The stent remains implanted. The pt's condition was reported as stable and will be receiving argon plasma coagulation (apc) treatment at a future date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unk. The complainant indicated that the device will not be returned for eval, therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed.